Manufacturer narrative:
(B)(4).

Event description:
The pump had been flipped since the patient started seeing the hcp (healthcare professional) on (B)(6) 2014. The patient stated that it had been that way since it was implanted. A pump/catheter revision was being done on the date of this report. During the revision, the physician removed the old catheter and replaced it with a newer model catheter. At the time of this report, the device system was delivering saline, prior to that it had been delivering morphine. The pump intervention and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8703w, lot# l34929, implanted: (B)(6) 1995, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information received reported that when asked about the pump positioning issue, the healthcare professional (hcp) stated that there was not inadequate placement of the pump at implant. The patient recovered without permanent impairment.